Manufacturer narrative:
(B)(4). Batch # p4p545. The handpiece was received with the mount loose. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components and there was evidence of moisture ingress. In addition the isolator was torn. The handpiece has a number of seals to prevent fluids from entering the housing. "Evidence present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a transthoracic hiatal hernia procedure, the handpiece was set up with a harmonic wave, this was done correctly, and the system was tested. When activating the blade on tissue it worked for several seconds then an orange screen appeared stating "press ok to continue" no other error message was present, after pushing ok the device would work for a few seconds then the same message would appear. This happened four to five times; the hand piece was then replaced, the same wave instrument was used and the procedure continued without incident. The hp054 had 20 remaining uses. There were no adverse consequences for the patient reported.